Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that syringe being used to infuse d10w at a y-d in port. Noted to be half full of air, the solution appeared to be leaking from the plunger side of syringe. No patient injury or ill effects. No medical intervention required. Patient was female. No other information on patient available.

Manufacturer narrative:
One decontaminated sample without original package was received for evaluation. During the examination, it was confirmed the sample was observed leaking out around the plunger. The reported condition was confirmed. A review of the device history record could not be conducted because a lot number was not provided. Although, the sample received met specifications. The reported product is manufactured by an external supplier and the assembly process in the manufacturing site consists in a pick and place operation in a tray. The condition reported was not generated during the manufacturing process. One of the components within the product is supplied by a different manufacturing site within medtronic. A complaint notification was sent to the supplier to initiate the investigation of a root cause. The product analysis confirmed that the failure contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.